Event description:
Damage to the pump housing and usb port was reported, affecting the customer's ability to charge the pump, although the pump did not shut down due to the issue. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the current pump while a replacement was sent by cts, who confirmed the shipping address and instructed the customer on returning the damaged pump and actions needed upon receiving the replacement.